Manufacturer narrative:
The following fields have been updated with additional/corrected information: b5, d1, d4, d5, e2, e3, e4, g1, g6, g7, h4, h6, h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 11-dec-2022 to 10-dec-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the device was not launching after update. The technical support specialist completed the upgrade to resolve. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported when using bd pyxis¿ medstation¿ es, station not launching after reboot and screen unresponsive. The customer stated that it prevented the user from obtaining norepinephrine medication,which led to a delay in the delivery of medication. There were no adverse events or injuries reported based on this incident.

Event description:
It was reported by the customer that a pyxis medstation system had not launching after reboot and screen unresponsive. The customer stated that it prevented the user from obtaining norepinephrine medication. Which led to a delay in the delivery of medication. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.